Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that there was cement leakage in the invertebrate disc. No article was received for investigation and no further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as the product was not returned and the lot number provided indicates that synthes is not the manufacturer of this product.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. Initial medwatch incorrectly reports that the device in question is not a synthes device. The device is a synthes product.